Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the longer pump exhaust tube near the strain relief. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces of the separation to be rough and irregular, indicating stress had been exerted. The presence of surface abrasion was noted on all pump exhaust tubing and pump inlet tubing. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing was overlapping. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause the longer exhaust tube to crease onto itself and eventually result in a separation. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4414012. The most likely root cause of the event cannot be determined at this time. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, malfunction tubing leakage. Additional information received indicated the pump and cylinders were explanted and replaced on (B)(6) 2018 due to a malfunction, tubing leakage. The device was only revised on (B)(6) 2018 using an assembly kit.

Manufacturer narrative:
This follow-up MDR is created to document the corrected explant date/event information.